Event description:
A 28 mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inplanted in a patient for endovascular treatment of a 7.5 cm abdominal aortic aneurysm. Anuerysm and vessel morphology are unknown. It was reported that there were known adhesions between the intestines and the aorta prior to implant. No complications were reported as a result of the implant procedure and the patient was discharged 2 days post-implantion. Approximately 1.5 weeks post-implantation, the patient devloped an infection with an aorto-enteric fistula. The stent graft was explanted and an appendectomy was performed. No additional clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft was retained by the implanting facility.